Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ins was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the battery had reached normal end of life with telemetry and output ok. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient went into the emergency room and needed an MRI for an issue that is unrelated to the device and therapy. A manufacturing representative was contacted to take impedance measurements before the MRI was conducted. An impedance of 3052 was found on case and 4 unipolar pairing. The neurology team canceled the patient¿s MRI. The cause of the impedance was not determined, and has not been resolved. There were no patient symptoms reported.